Event description:
A healthcare professional reported that a button broke from a silent nite gl hinge sleep appliance. The patient's oral hygiene was reported as good. No patient symptoms or injury were reported or observed. The patient discontinued use of the device once the breakage occurred, with discontinuation reported on (B)(6) 2025. It was reported that the patient followed the cleaning and storage directions. No additional medical or surgical procedures were required. The appliance was replaced with a similar product and metal bars were added.

Manufacturer narrative:
The patient's ethnicity/race was reported as n/a by the healthcare professional. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint handling team for analysis. Root cause description: the root cause could not be explicitly determined. A potential root cause may be due to the screw not being sufficiently tighten which could cause the screws to be loose and detached from the device. Manufacturer internal reference number: (B)(4).